Event description:
During testing, physio-control rep observed that the device intermittently failed to display a simulated ECG thru the ECG or therapy cables. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.